Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed to have performed two meter to lab comparisons with the subject meter. For the first comparison, the reporter obtained blood glucose readings of ¿166 mg/dl¿ with the subject meter and ¿138 mg/dl¿ with the laboratory device. In the second comparison, the reporter obtained blood glucose readings of "220 mg/dl" with the subject meter and "176 mg/dl" with the laboratory device. In each comparison, the meter and lab tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.